Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. Also, there was moisture damage on the vibrator assembly. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.